Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had keypad anomaly. Patient was about to do a correction bolus and noticed that the keypad is not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. Customer's blood glucose value was 163 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).